Event description:
A customer contacted beckman coulter inc (bec) to report no foam leak and cartridge chemistry probe error on the unicel dxc 800p synchron chemistry analyzer. Per customer, they tried to duplicate the error on (B)(6) 2011 by powering down and rebooting the system and noticed that no foam green tubing got disconnected from the quick disconnect fitting and no foam leaked from the tubing. No injury or exposure was reported.

Manufacturer narrative:
No foam green tubing got disconnected from the quick disconnect fitting and leak out. The customer reconnected green tubing and this resolve the no foam leaking issue. A bec, field service engineer (fse) cleaned out excess no foam slippage in the hydro, and replaced no foam tubing to connector for no foam bottle. Fse replaced cartridge chemistry (cc) sample probe due to cc obstruction error and discrepancy qc results. Fse performed cc sample alignments and ran calibration and qc for modular chemistry and cc. Results are within reference ranges. (B)(4).